Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia event. Patient reported that he had 50mg /dl from the meter and the sensor gave 80 mg/dl. Issue was solved soon because the patient noticed the symptoms and made immediately the measurement with the meter.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation of the data, there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry after 3-4 sensor readings. It was found that the system did assert a hypo alert approx. In 13 minutes after completion of the fingerstick calibration entry. It cannot be concluded that there was a malfunction with the system.